Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per (B)(6), patient reported he has a 2 lumen powerline catheter and the nurse can flush the powerline but is not able to get blood. (B)(6) discussed fibrin and informed to contact his home health nurse or physician and ask about the use of cathflo/tpa for loss of blood return.